Event description:
Customer called to inquire about condensation in the intra-aortic balloon helium tubing. Condensation was in the dependent loop. Reported during patient use and no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 event site name is atrium health carolinas medical. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Additional point of contact: (B)(6)

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 lot number, UDI number and expiry date, h4. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The 8fr sheath was returned covering the catheter tubing. One kink was observed on the catheter tubing and inner lumen kink 66.8cm from the iab tip. Additionally, one kink was observed on the catheter tubing 76.2cm from the iab tip. The extracorporeal tubing and fiber sensor cable were cut by the customer and not returned with the device. The top part of the 8fr sheath was found to be uncoiled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the catheter tubing approximately 66.8cm from the iab tip measuring 0.038cm length. The evaluation confirms the reported failure. The reported problem were most likely triggered by a leak which was found on the catheter tubing within a sever catheter tubing kink. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
B4, d9, g3, g6, h2, h11. Corrected field: h6 conclusion code.